Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26oct2020.

Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failure when powering on the unit. There was no patient involvement. The customer troubleshooting with technical support and found the error code in the ventilator diagnostic logs. The customer was advised to replace the power switch overlay.

Manufacturer narrative:
G4: 17nov2020. B4: 19nov2020. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.